Event description:
Surgeon said femoral stem was loose and there is poly wear.

Event description:
Surgeon said femoral stem was loose and there is poly wear.

Manufacturer narrative:
An event regarding wear involving a 32x58-61mm 10 deg ins durat was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Surgeon said femoral stem was loose and there is poly wear.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.